Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Nonconformity of the device, which may affect the reported event, was not confirmed via device evaluation result of the omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device was returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the device. The air channel: gram-positive bacillus (8 cfu / ml). Biopsy valve: coagulase-negative staphylococcus (2 cfu / ml). Outer surface of the device: bacillus sp. (1 cfu / 25cm2). The device had been reprocessed with an olympus automated endoscope reprocessor model oer-5 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.